Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0agsr, implanted: (B)(6) 2013, product type lead; product ID 8840, serial # unknown, product type programmer, physician; product ID 3037, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had not felt stimulation since a procedure to reposition the implantable neurostimulator (ins). It was noted that the patient was seeing the clinician ¿picture¿ for a power-on-reset (por). The patient was seen at the clinic on the day of the report and stimulation was turned back on. It was reportedly ¿ok.¿ the same programming was used. Impedance measurements were taken at 1v. Case combinations were fine and electrode pair 0/1 was being used for programming. During the impedance measurements, the patient reportedly screamed and the measurements had to be stopped. Stimulation amplitude was at 4v but the patient was not feeling it. If additional information becomes available, a follow-up report will be submitted. Manufacturer's report # 3004209178-2014-03736 contains information that pertains to the issue that led to the repositioning of the ins.